Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was seen for in clinic follow up to discuss device replacement. Due to the patient's worsening dementia, the patient advocate did not wish to have the patient undergo device replacement at this time. The device was reprogrammed to vvi 40 and monitoring will be continued. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri), which, was felt to be sooner than expected. Analysis of device memory noted a high power consumption condition and confirmed the battery was depleting prematurely. Device replacement was recommended. No adverse patient effects were reported. Available information indicates this device remains implanted and in service. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.